Manufacturer narrative:
Bed was tested per quality control procedures on (B)(6) 2010 and met specifications prior to patient placement on (B)(6) 2010. It was identified that there were no packs missing but rather the gray slides on the top of the pack were missing. This is where the abdominal sling packs are used for attachment. A service associate promptly delivered three replacement rotoprone packs with clips on them and picked up the packs that were on the bed.

Event description:
On (B)(6) 2010, the nurse reported via telephone that the rotoprone bed was missing the abdominal clips. On 28 sep 2010, the nurse who reported that when they placed the patient on the bed, it was identified that some pieces were missing and the patient could not be mechanically proned using the bed. It was also reported that the patient's o2 saturation was declining. On 29 sep 2010, the intensive care unit manager who reported that the missing pieces included the part that holds the abdominal binder. The manager spoke with a kci representative who informed her that she could still prone the patient without the missing parts. The patient's o2 saturations by this time continued to decline. The nurse proned the patient as directed by the kci representative and after being proned for approximately 3 hours, the patient's o2 saturation went up to 125%. It was last reported that the patient was doing better and was able to spend several hours in the supine position. This is being reported as the delay in therapy may have contributed to the declining o2 saturation levels. As of the date of this report, there was no indication of any permanent injury.